Event description:
The distributor reported on behalf of the user facility the following incident: during surgery, the device was sucessfully zero calibrated prior to starting icp monitoring. Approx 6 hours later when the pt was transferred from surgery to ICU, a negative icp value was displayed on the monitor. The catheter was kept connected to the monitor during pt transit.

Manufacturer narrative:
To date the device has not been received for eval. An investigation has been initiated based on the reported info.